Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009; dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Programming adjustments were made but were not successful in eliminating the twos. It was determined that the twos was due to patient clinical status issue and that should be addressed to eliminate the twos. The lead remains in use. No patient complications have been reported as a result of this event.